Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. Functional and visual assessments were performed on the device which found the connector cap missing and the motor giving an e5 error code due to a pin being pulled back into the connector from extreme pulling on the cord. It was determined that this was most likely caused the e2 error code. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to misuse, abuse, and possibly user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during tympanoplasty surgery, it was discovered that the motor device had an e2 error message. As a result, there was a two-minute delay in the surgical procedure. A spare device was available for use. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.